Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and an episode of low impedance. The patient's condition was good. The physician elected to monitor the patient. On (B)(6) 2016, it was noted that the lead continued to exhibit noise and low impedance. A decrease in sensing and an increase in capture thresholds were also noted. During lead revision procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient's condition was stable before and post procedure.